Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer reports no patient information available. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in light anesthesia causing the patient to wake up during the procedure. There was no report of patient injury.

Manufacturer narrative:
Third party declined request to return device for investigation. No repair information available.